Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33. Customer's blood glucose was 209 mg/dl. The customer stated that insulin squirt out during manual prime. The customer was disconnected during prime. The customer stated that the device is no bumped or dropped and no water contact. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk noted. The insulin pump passed the displacement test. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and cracked belt clip slot.